Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the bipolar high frequency cord failed and sparked during use. No negative impact in state of health reported.

Manufacturer narrative:
Result of investigation: the customer reported the following to us: "working element failed and there was a spark. Autocon - bipolar high frequency cord 400cm (B)(6) used the uh801 well over 200 times. They have now replaced all their uh801s and have placed a new system/process to replace them after 20 uses. Patient and surgeon were not injured. Customer has been provided with a copy of the IFU and they have updated the hospital system." The customer himself writes that the cables were used over 200 times. The recommended usage period specified by karl storz is 20 cycles. Therefore, the root cause is set so user error. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information is provided in section d4. The event is filed under internal karl storz complaint ID: (B)(4).